Event description:
It was reported that the ilet pump¿s touchscreen displayed lines and the screen had a crack in the lower left corner, after which the user transitioned to multiple daily injections; the medical device problem involved a fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.